Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported white screen/no image issue could not be reproduced and the scope was found to meet specifications. A definitive root cause of the issue could not be determined, however, it is possible that the issue was the result of repetitive use stress, external factors and or using handling/mishandling of the device, resulting in image sensor unit damage or an electrical circuit board component malfunction. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the endoeye flex deflectable videoscope screen suddenly turned white (no image) during use in a therapeutic procedure. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: due to a pinhole on bending section cover, water tightness is lost, the adhesive on bending section cover has a chip, the control unit, the grip, the up/down plate, the right/left plate, the lock engagement (sp), the angulation lever, the right/left lever, the light guide connector, the light guide cover glass, the video connector case, the video connector, the switch1 all have a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to damage on lock engagement lever(sp), bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.